Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls on the day of event occurrence were within acceptable range. The customer inspected the sample 3 and reagent 5 probes and drains and determined that both probes were bent. The customer replaced and aligned the sample 3 and reagent 5 probes. The customer ran check one on reagent 5, which failed for air pressure. The customer exercised reagent 5 knife and ran check one on reagent 5 and sample 3, which passed. A siemens headquarters support center specialist reviewed the instrument data and concluded that the cause of the issue was due to a bent sample 3 probe with an improper alignment of the sample 3 probe to the aliquot space, resulting in an insufficient sample aspiration from the aliquot. The issue resolved with replacement of the sample 3 probe. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher and matching with the clinical history of the patient. The result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low co2 result.

Manufacturer narrative:
The initial MDR 2517506-2018-00223 was filed on 27-mar-2018. Corrected information (27-mar-2018): in the initial MDR, device manufacturer date was captured as 24-sep-2008. The correct device manufacturer date for s/n: (B)(4) is 14-mar-2013. Device manufacture date has been updated with this information.